Manufacturer narrative:
Investigating pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 2.7, lab: 3.8. Venipuncture for lab testing was done 15 minutes after meter testing.